Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. It was reported that heartmate ii lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the outcome was unknown and the date was estimated.

Event description:
It was reported that the patient was lost to follow up. Upon review with the customer the clinical representative attempted to obtain all information available for the event. The information contained in the record when created are the only details the site had on the patient and they will not be providing any additional information as it is not available. As above, no additional follow up attempts will be performed. It was also reported that the patient passed away on (B)(6) 2023. The cause of death was unknown. Whether the outcome was device or therapy related was not provided by the customer. It was unknown if an autopsy will be performed. An autopsy report was not be provided. It was unknown if the pump will be explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.